Event description:
Gastric bypass. Slc55g dlu misfired on stomach. Pc read "firing incomplete knife blade may be exposed." Slc55g dlu was removed and staple line was checked for leaks. Staple line was oversewn by surgeon.